Event description:
It was reported that device interaction occurred. The target lesion was located in the superior mesenteric artery (sma). Two epic stents were selected for use in the procedure. After placing the first stent, a second stent was overlapped inside the previously placed stent. However, during deployment, the second stent dislodged the first stent which migrated a few millimeters forward. The migrated stent was not removed as the physician was able to secure it in place. It was noted that stent was not in the ideal position but was within the acceptable margins. Both stents were implanted, and the procedure was completed. No patient complications were reported, and the patient was stable and doing well post-procedure.

Manufacturer narrative:
B3 - date of event: used (B)(6) 2024 as the event date was not reported. D6a - implant date: used (B)(6) 2024 as the implant date was not reported.